Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported having an ins replaced. The replacement was a result of potential leaking batteries, the battery depleting more quickly, and wearing out prematurely. The date of the explant was not reported. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.